Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on the evening of (B)(6) 2021. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿170 and 290 mg/dl¿ with the subject meter. The patient stated that he manages his diabetes with long- and short-acting insulin (self-adjuster) and took 5-6 units of insulin (type not reported) in response to the ¿290 mg/dl¿ reading. On the evening of (B)(6) 2021, after the insulin was administered, the patient claimed he began to feel symptom of ¿body shaking¿ and obtained a reading of ¿65 mg/dl¿ with the subject meter. The patient was unwilling to specify the treatment received. No other device was used for testing. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.